Manufacturer narrative:
The device was found in good condition. The alarm log was checked on screen and logs were downloaded and reviewed. The device passed inspection but failed cassette test since the device did not power-up on dc mode. Replaced battery and ¿change battery¿ key was pressed. The device then powered up without any alarm and passed the cassette alarm test. The complaint was confirmed with probable cause for complaint/e437 being depleted battery. Engineering evaluates that the probable cause of device turning off by itself and not turning on is that the battery was allowed to run down and the nurse not plugging it into ac.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum 360¿ infusion pump which was reported to turn on and off by itself, on an unspecified date. The customer stated "it has not worked from this morning .in detail before it turned off by itself while it was on function, and now at contrary it is no longer possible to turn off.¿ there is unknown patient involvement. Harm was not reported as a consequence of this event.